Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed. The user stated that one of the drawers required maintenance. User rebooted the device multiple times and shut it down for 5 minutes but still could not recover it. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, the field service engineer (fse) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.